Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control panel was replaced to resolve the issue. No patient information available after calls to customer 10/27/21, 10/28/21, and 11/02/21. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in inability to switch to mechanical ventilation during a case. There was no patient injury reported.